Event description:
It was reported during the clinical study 22 month post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation, the patient experienced headache. The patient was given medication and had a prolonged hospital stay. It was resolved without sequelae and the patients medical condition was good. There were no other clinical consequences to the patient. Corrected executive summary: it was reported during the clinical study, the patient experienced a transient ischemic attack (tia) 42 months post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation. It was also reported that at 22 months post stenting and at 2 years post stenting, the patient experienced headaches. The patient was given medication and had a prolonged hospital stay. The events resolved without sequelae and the patient¿s medical condition was good. There were no other reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based on the information provided in the complaint, it was reported that the patient suffered a headache 22 months post-procedure and transient ischemic attack (tia) 42 months post-procedure with possible relation to neuroform atlas device. Additional information received on 5 feb 2021 confirmed the patient suffered a headache 2y post-procedure with possible relation to neuroform atlas device. H3 other text: device remains implanted in patient.

Event description:
It was reported during the clinical study 22 month post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation, the patient experienced headache. The patient was given medication and had a prolonged hospital stay. It was resolved without sequelae and the patients medical condition was good. There were no other clinical consequences to the patient. Corrected executive summary: it was reported during the clinical study, the patient experienced a transient ischemic attack (tia) 42 months post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation. It was also reported that at 22 months post stenting and at 2 years post stenting, the patient experienced headaches. The patient was given medication and had a prolonged hospital stay. The events resolved without sequelae and the patient¿s medical condition was good. There were no other reported clinical consequences to the patient. Corrected executive summary: it was reported during the clinical study, that the patient experienced two transient ischemic attacks (tia). One at 22 months post procedure and the second at 42 months post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation. It was also reported that at 2 years post stenting, the patient experienced a headache. The patient was given medication and had a prolonged hospital stay. The events resolved without sequelae and the patient¿s medical condition was good. There were no other reported clinical consequences to the patient.

Manufacturer narrative:
B5 - executive summary: corrected h10 - additional mfg narrative: corrected the subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based on the information provided in the complaint, it was reported that the patient suffered a transient ischemic attack (tia) 42 months post-procedure with possible relation to neuroform atlas device. Additional information received on 5 feb 2021 confirmed the patient suffered a headache 2y post-procedure with possible relation to neuroform atlas device. Additional information 8-march-2021 stated that the patients headache 22 months post-procedure had been upgraded to a transient ischemic attack (tia) with possible relation to neuroform atlas device. Device remains implanted in patient

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based on the information provided in the complaint, it was reported that the patient suffered a headache 22 months post-procedure and transient ischemic attack (tia) 42 months post-procedure with possible relation to neuroform atlas device. Device remains implanted in patient.

Event description:
It was reported during the clinical study 22 month post stent (subject device) assisted coil embolization of an aneurysm located at the right middle cerebral artery (mca) bifurcation, the patient experienced headache. The patient was given medication and had a prolonged hospital stay. It was resolved without sequelae and the patients medical condition was good. There were no other clinical consequences to the patient.